Event description:
It was reported that the patient's generator was implanted in (B)(6) 2020 was now potentially prematurely depleting as it was already now at 25% battery life remaining. The manufacturer's device history records for the m104 generator was reviewed. The generator passed final functional and quality specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.